Event description:
The customer reported the system displayed a communication error and failed to complete bootup. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 and interconnect cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.